Event description:
Per the audiologist, the patient reported poor performance with the cochlear implant system. Results of integrity tests done two days in 2008, were consistent with normal receiver/stimulator function with multiple short circuit and anomalous electrodes. Deactivating the short circuit and anomalous electrodes did not alleviate the problem. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, september 25, 2008.